Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient heard the pump alarm and it was not reported in the event logs. It was stated that the manufacturer representative played both alarms for patient, but the patient was unable to confirm what one was heard. The healthcare provider (hcp) stated that seeing a "stopped pump icon" while updating pump on (B)(6) 2012 during a pump refill. It was then stated that the hcp re-interrogated the pump and re-entered the programming. It was thought that there was an interrupted interrogation issue. The update was confirmed by the event logs. It was stated that nothing else was noted in logs. It was also stated that the patient was asymptomatic at that time. It was noted that the low reservoir alarm date was for 3-jul-2012 and estimated eri was 61 months. It was reported the next day that the manufacturer representative heard the critical alarm while following up with the patient. The patient stated that she heard the an alarm when she was in her car. So the manufacturer representative played the critical alarm and the patient confirmed that was what she heard. It was at that moment that the alarm sounded. The manufacturer representative then played the critical alarm again and it was confirmed that the critical alarm was indeed heard. It was stated that the patient had been hearing the alarm since wednesday ((B)(6) 2012), but had no return of symptoms. It was reported in june 2012 that the critical alarm interval was changed from every hour to every 10 minutes. It was stated that since that time, the pump has not alarmed. The pump was then re-interrogated to ensure the current programming remained. The patient outcome was stated as receiving continued therapy with no further complications. Drug: baclofen (4000 mcg.ml, 998.9 mcg day).